Manufacturer narrative:
The actual date of implant is unknown. Therefore, it is estimated as (B)(6) 2011. A review of the manufacturing paperwork could not be performed as the lot number was not available.

Event description:
On an unknown date in 2011, the patient was implanted with gore excluder aaa endoprostheses (item/lot #s unknown). On (B)(6) 2016, an iliac extender component was implanted to extend the left distal device since the sealing was not sufficient. No distal type I endoleak was reported. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4): no testing methods performed.